Manufacturer narrative:
This report is submitted on april 13, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on june 30, 2021.